Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that for over one year they have been having ongoing issues with ise tests on the cobas 6000 c (501) module. One patient sample had discrepant results for ise indirect na, ci for gen.2. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. Controls were tested after the sample was initially run and these controls were outside of range. The sample initially resulted with an na value of 152 mmol/l, which repeated as 139 mmol/l. The sample initially resulted with a cl value of 125.1, which repeated as 110.6. No units of measure were provided for the cl test. The na and cl electrode lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The investigation determined the results are consistent with a mis-sampling of the patient sample, which is caused by poor sample quality.